Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0873 inches. Hardware low level failure alarm was confirmed in the formatted history file due to a cold shoulder joint at keypad assembly. The insulin pump was received with the following physical damage: scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a hardware low level failure alarm. Customer's blood glucose value was 13.2 mmol/l. The customer was assisted with troubleshooting. The insulin pump failed the self test. The insulin pump was returned for analysis.